Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys total psa immunoassay result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial total psa result was 0.07 ng/ml. The initial result was reported outside of the laboratory but was questioned by the physician as the result was not comparable to the patients previous total psa result of 13.2 ng/ml. The physician requested the same patient sample to be retested and the total psa result was 6.5 ng/ml was obtained. The customer deemed the total psa result of 6.5 ng/ml to be correct. There was no allegation of an adverse event. The customer stated that there were no other issues with any other measurements or samples.